Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb was evaluated and replaced. The system software and configuration files were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.